Event description:
It was reported that catheter issue occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal left anterior descending artery. An opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter broke due to a severe calcium nodule. The procedure was completed with a different device, and the patient remained stable.

Event description:
It was reported that catheter issue occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified proximal left anterior descending artery. An opticross imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter broke due to a severe calcium nodule. The procedure was completed with a different device, and the patient remained stable.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed kinks in the telescope and imaging window assembly. There were no damages or failures found on the catheter code pcba (ccp) board assembly, nor any damage to the distal tip or guidewire exit port assembly. Impedance testing showed an electrical short circuit failure at the distal end of the catheter. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted.